Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cabinet was down and system was powered off. A technical support specialist confirmed with customer turned the aio was on to resolve this issue. The system functioned as intended technichinal support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system there was a power outage and the cabinet was no turn on. The customer stated that the unable to issue spironolactone 25mg tab medication to patient. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.